Event description:
A bipap a30 device was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a ventilator inoperative error was found in the device's error log. The device's pca board will need to be replaced to resolve the issue. Additionally, the device has been serviced, inspected, tested, and met the acceptance criteria in accordance with all of the applicable customer requirements. The device passed all functional testing.